Event description:
It was reported that after changing infusion supplies, the user experienced elevated blood glucose while using the ilet; while at work without backup therapy, the user disconnected, performed a fill tubing with visible drops, then reconnected with plans to change supplies later; the specific device component involved could not be determined. Symptoms included hyperglycemia with a reported peak of 316 mg/dl and a subsequent value around 260 mg/dl, with no reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.